Event description:
It was reported that the device passed initial testing at the beginning of the procedure but during the last portion of the procedure the minimum setting did not work. Suturing was used in place of the device. No patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and visual and microscopic inspection revealed no anomalies in the membrane switch. The scalpel was function tested and the device failure could not be duplicated. The device passed all function testing. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. Due to the infrequency of this type of event, no trend analysis is available.